Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a post implant check. Device interrogation revealed noise on the right ventricular lead. Noise was not reproducible with isometric movements. Physician decided to monitor the lead. Patient remained asymptomatic.

Event description:
New information noted that on (B)(6) 2019, the patient returned to clinic for a potential resolution. Device interrogation revealed high impedance, loss of capture, and low sensing. Physician opened the pocket and noticed that the set screw of the implantable cardioverter defibrillator was tight but the lead came off easily. Physician changed the device and reconnected the lead. The lead worked appropriately. Patient was stable post procedure.